Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dillation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on an unknown date. According to the complainant, during the procedure, an attempt to deflate the balloon was made; however, the water was not completely removed from the device. The distal end of the balloon was cut to be removed from the patient. No patient complications have been reported due to this event.